Event description:
It was reported that during a navio assisted tka surgery while milling the femur, it was found that the real intelligence cori was showing overcut. The checkpoints were verified correctly. It is unknown how the procedure was completed or if there was a surgical delay.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6:the navio surgical system india, part number rob00036, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device was established. Although the product was not returned the software files were downloaded from the device and provided for investigation. The screenshots provided confirm the overcut on the femur. The most likely causes for this overcut are the drill coming loose or unlock, manual bone removal and a quick movement of the drill near the bone resulting in an overcut of the lateral sides. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.